Event description:
It was reported that during the implant procedure, it was found that the right atrial (ra) lead exhibited high capture threshold leading to loss of capture. Furthermore, it was noted that the ra lead exhibited poor sensing. The ra lead was replaced and the procedure continued with the new lead implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and sensing issue were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-tay examination did not find any anomalies.